Manufacturer narrative:
B1 adverse event/product: corrected to 'adverse event and problem'. B2 outcomes attributed to ae: added 'other serious (important medical events)'. B5: executive summary: updated. H1: type of reportable event: corrected to 'serious injury'. F10 / h6 device code grid: added 'migration'. F10 / h6 method code grid- updated . F10/ h6 results code grid - updated. F10/h6 clinical signs code grid: corrected to 'stenosis¿. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated there were no anomalies noted to the subject device prior to use, the subject device was prepared as per dfu, continuous flush was maintained. The anatomy was reported to be moderately tortuous. The neck of the subject device was not opened. In the physician¿s opinion, the cause of the reported event was vessel stenosis distal to the neck. A pta (percutaneous transluminal balloon angioplasty) procedure was not considered a medical intervention, standard procedure to have the flow diverter apposed better to the vessel wall. Access was through left femoral artery. The size of the subject was appropriate for treatment site. An excelsior xt-27 microcatheter was used with the subject device during stent deployment. The physician does not allege any malfunction against the microcatheter. The microcatheter device performed as intended. Other associated device used with the subject device during the procedure was balloon catheter transform device. The patient¿s current condition, after retreatment, the patient was discharged on september 27, 2024, per the discharge summary the patient was stable. Per the site¿s query response that the subject stent was not fully opposed to the vessel wall, that is why a pta procedure. The anatomical location of the treatment site was m1 segment just to the cranial side of the base of the ophthalmic artery. Target aneurysm: the pcom ((posterior communicating artery) aneurysm was recanalized. Percutaneous transluminal balloon angioplasty (pta) was performed during the retreatment. Per the initial response, the subject device was not fully opposed to the vessel wall, that is why a pta procedure done. The physician clarified further that the pta is not a rarity after flow diverter placement generally, minimal non-apposition occurs quit often, especially when there is a stenotic segment of the vessel. The physician believes small narrowing of the vessel or fishmouthing (normally clinically silent) is not uncommon. The reason is that the vessel is distally narrower than proximally, but the stent size has to be chosen based on proximal vessel caliber. There was no clinical consequence or adverse event to the patient due to the reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿ and ¿stent dislodged/migrated¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient parent vessel stenosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during aneurysm recanalization retreatment on (B)(6) 2024, the subject stent was deployed from the m1 segment just to the cranial side of the base of the ophthalmic artery as the final images showed the subject stent well opened and annexed in the vessel wall both distally and proximally. Apparent stenosis at the neck of the aneurysm and some constriction visible in the subject stent were observed which were related to the contrast agent stenosis after the subject stent implanted. Since the subject stent was not fully opposed to the vessel wall, a pta procedure (percutaneous transluminal angioplasty) slight ballooning of the subject stent was required. There was no adverse event reported during the retreatment procedure and no sign of radiological complications. After retreatment, the patient was discharged on (B)(6) 2024. Per the discharge summary, the patient was stable and mobile at ward. Update: received additional information on 7-may-2025 from the site stated that in twelve month follow up, it was found that the subject stent is slightly narrowed, and stenosis was observed in the distal part of the subject stent, but the flow through the subject stent is good.

Event description:
It was reported that during aneurysm recanalization retreatment on (B)(6) 2024, the subject stent was deployed from the m1 segment just to the cranial side of the base of the ophthalmic artery as the final images showed the subject stent well opened and annexed in the vessel wall both distally and proximally. Apparent stenosis at the neck of the aneurysm and some constriction visible in the subject stent were observed which were related to the contrast agent stenosis after the subject stent implanted. Since the subject stent was not fully opposed to the vessel wall, a pta procedure (percutaneous transluminal angioplasty) slight ballooning of the subject stent was required. There was no adverse event reported during the retreatment procedure and no sign of radiological complications. After retreatment, the patient was discharged on (B)(6) 2024. Per the discharge summary, the patient was stable and mobile at ward.